Event description:
Triple lumen PICC inserted. Post insertion, stylet was noted to have a kink/bend near the end which was not present prior to insertion. There were no insertion complications. FDA safety report ID# (B)(4).